Event description:
Patient had groin/thigh pain. Surgeon chose to explore hip in 2005. Upon exposing the hip, the cup was found to be loose. The post op x-rays following initial surgery showed implant to be well-positioned and seemingly well-fixed. There was no radiographic indication of looseness.